Event description:
As stated by the customer on the 2010-(B)(6): bathing transfer seat became detached from bath lifting mast during raising. Resulting in pt and seat falling to floor. Injuries unk. (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices mfg by arjo hosp equipment ab in (B)(4) will be reported by us, the legal MFR, arjo hosp equipment ab in (B)(4) on behalf of our sales and distribution company in the (B)(4). Additional info will be provided upon conclusion of the MFR's investigation. Track wise ID.